Event description:
It was reported the patient experienced stimulation in the wrong location. The patient was ¿having a revision coming up to add new leads and test the current leads implanted to see which ones work better.¿ the patient was not getting coverage on her right leg and was getting ¿maybe 10-20% effective therapy.¿ stimulation was not in the correct area since implant. A coupling problem was reported. The patient lost all coupling if she would sit down while recharging. The recharging belt was uncomfortable. The patient saw the health care provider (hcp) on (B)(6) 2014. Reprogramming was not needed. It was noted that ¿yes¿ troubleshooting, interventions and actions were taken (it was unknown what was done) and was reported that ¿all negative for device malfunction.¿ the patient did not experience a loss of therapeutic effect or stimulation. The cause of the event was determined and it was not device related. It was noted the patient¿s symptoms were more specific to rsd than the device itself. It was later noted that the patient was still having concerns regarding her device or therapy and was working with the physician or manufacturer representative (rep). After 6 reprogramming attempts, the patient had revision surgery on (B)(6) 2014. Conflicting information was provided. The hcp noted there was no malfunction, but the patient later reported they had revision surgery. Follow up is being performed to clarify this information. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: a01411002, serial# unknown, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the patient had a revision 11 days ago. The leads were replaced. Prior to the revision, stim was not on the correct side of the patient¿s body, it was on the other leg. Since the revision stim was on the correct side of her body. Every day since the initial implant, the patient experienced no stimulation sensation on the back of the legs. The patient was implanted for a pre-existing condition of nerve damage and patient may not feel stim due to nerve damage. There was not a greater than 50% reduction in symptoms. It was noted this was disease specific and ¿absolutely not device related.¿ the patient¿s symptoms from her original disease persist. The patient recovered without permanent impairment.

Event description:
Additional information received from the consumer reported the patient had a lead revision due to lead migration in (B)(6) 2014.

Event description:
It was reported four months later that the reason for the revision was the patient¿s leads moved but wasn't working before that. It was noted the revision was on ¿(B)(6) 2014.¿ if additional information is received, a follow up report will be sent.